Event description:
During cardiopulmonary bypass, oxygenator failed to maintain arterial o2 saturation above 90% and saturation continued to fall. Oxygenator changed out. The system does not have a mechanism (alarm) to indicate that the oxygenator may not be operating properly. Reporter questions if there should be some type of sensor alarm or warning to the practitioner operating the equipment.